Event description:
Reporter reported pt suffered hypovolemic shock and a subgaleal hematoma. Pt was in intensive care unit for 5 days after pt's birth due to the hypovolemic shock and subgaleal hematoma.